Manufacturer narrative:
Lens returned dry in a small centrifuge vial with debris on product. Visual inspection found dry clear residue and black debris on the lens and no visible damage to lens. (B)(4).

Manufacturer narrative:
The product is manufactured in the u.s. But is not marketed in the u.s. Patient: secondary surgical intervention, lens was exchanged for shorter lens. Claim #(B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2, -8.5 diopter, implantable collamer lens in the patient's left eye (os) on (B)(6) 2016. The lens was explanted on (B)(6) 2016 due to excessive vaulting and elevated iop. The lens was exchanged for a shorter lens and the problem was resolved. On (B)(6) 2016, the patient's best corrected visual acuity (bcva) was 20/20.